Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the lead itself. However, the set screw mark noted on the terminal pin showed possible improper insertion depth of the terminal pin into the device header while the set screw was tightened down.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the emergency room (ER) after feeling pressure in their throat due to loss of atrial-ventricular synchrony. The ra lead showed loss of capture at maximum output. Pacing not delivered when required and undersensing where therapy was delayed for less than 30 seconds were also noted. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa), which confirmed the non-capture. The physician suspected a tissue interface issue and poor atrial substrate as the cause of the issue. The lead was explanted and replaced. No additional adverse patient effects were reported.